Manufacturer narrative:
The sodium electrode lot number is 31242547 and the expiration date is 20-dec-2024. A field service engineer (fse) determined that there was an issue with the tubing. He replaced the tubing and the potassium electrode, onboarded the reagents, and cleaned the mixing tower and the ise funnel. He performed qc checks and all passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable ise sodium electrode result from the cobas c 111 with ise. The initial sodium result was 134 mmol/l, and the repeat result was 140 mmol/l. The customer stated that sodium usually runs lower on the analyzer and that was the reason for repeating the result. The repeated result was performed on another analyzer (c311) and the repeat results were deemed correct. The qc for the electrodes was acceptable before running the sample.